Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The investigation on the product returned was performed: the syringe is not broken and the luer lock is not cracked. The luer lock was not screwed on properly, which explains the leak. Based on the history of complaints related to this event, a corrective action to reduce leakage was implemented in the fourth quarter of 2023. Following this corrective action, leakage has decreased and there is no increasing trend. This defect will be monitored to detect any recurrence. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The customer reported that during preparation for genicular artery embolization, while opening the product, that over half of the fluid was missing. All other syringes in the box are intact with no noted deficits. There was no patient injury or involvement.